Event description:
It was reported that balloon rupture occurred. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 12 atmospheres. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a non-boston scientific product. No complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual and microscopic examination of the balloon identified a circumferential rupture (approximately 2mm in width). The tear was located over the distal markerband. An examination of the balloon could not identify any issues which could have resulted in this tear. No other damage was visible along the balloon length. No damage was observed to any of the blades. All blades are fully bonded onto the balloon. A visual, microscopic, and tactile examination of the hypotube/shaft found no kinks. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 12 atmospheres. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a non-boston scientific product. No complications were reported and the patient was in good condition after the procedure.